Event description:
It was reported that patient underwent bi-polar arthroplasty in 2007. Subsequently, on the following month, the hip dislocated. Attempted closed reduction was performed, during procedure, a metallic "clonk" was heard and radiographs indicated the bi-polar separated from the modular head, head component remained on femoral stem. Revision procedure was performed the next day where all components were removed.

Manufacturer narrative:
A retrospective review of file was performed. During review, determination was made that details provided meet reporting requirements. To address issue of late submission, a corrective and preventive action has been opened. The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Initial inspection of components found no dimensional/manufacturing errors that would account for the separation of the two components. Additional evaluation concluded that the most likely cause of the dislocation is impingement driven lever out. This can occur if the bi-polar shell catches on the pelvis during a closed reduction of a dislocated hip.